Manufacturer narrative:
This follow-up MDR was mailed to the FDA on 4/25/97. Device label code for f10. Position 3: 1701. Evaluation summary: the iab was received intact for evaluation with blood noted on the balloon's interior and exterior surfaces. Visual examination revealed a kink in the inner lumen at a location of 4.5" proximal to the balloon tip. Underwater leak testing disclosed a leak in the inner lumen at this location. Under microscopy, a complete separation of the inner lumen was observed. The rough edged points of separation were irregular in contour suggesting that the inner lumen broke. The broken portion of the inner lumen had a whitish appearance, indicating a point of stress. Probable cause of failure: the balloon leak was the result of a complete separation of the inner lumen located within an inner lumen kink. It is likely that the inner lumen kinked within the patient due to a severe vessel tortuosity and/or patient movement in conjunction with pumping. In general, kinking of the catheter outside the patient may occur if the user did not secure the catheter and y-fitting to the patient. Manipulation of the kinked portion of the catheter can minimize the restriction and improve balloon performance. In addition, providing balloon support during insertion via the guidewire or stylet can prevent the catheter and inner lumen from kinking within the patient.

Event description:
Patient's current status: recovered from transplant.